Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (1822565).

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (1822565).

Event description:
It was reported that the patient underwent a left hip revision due to a dislocation. Surgeon changed cup to a dual mobility cup. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation as the hospital retained for the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.